Event description:
It was reported that the needle had separated from the bd vacutainer® safety-lok¿ blood collection set during use on a patient. The needle was originally thought to have broken off in the patient's arm, but x-rays taken came back negative. Further investigation found the needle enclosed in the safety shield, and the physician was found to have never used the particular device before. They reportedly "didn't know the needle retracting was the normal functionality", and the needle was determined to have never dislodged from the device. The following information was provided by the initial reporter: "customer originally complained that the needle broke off in a patients arm during venipuncture and may have been imbedded in the patient's vein. X-rays were negative. After further investigation, the needle was discovered enclosed in the safety shield. The doctor who drew the blood speculated that the needle could have been sucked up into the shield by the tube vacuum" it has been determined that there was no issue with the needle. It was not defective and functioned properly. It appears that the physician has never used a push button butterfly needle and thought he was using a safety lock butterfly needle. He didn¿t know the needle retracting was the normal functionality and assumed it was dislodged from the device. He sent the patient for an x-ray and asked me to send a letter of apology to the patient regarding the needle malfunction. The needle was never dislodged from the device which he was able to determine after it did not turn up on the x-ray and in his search of the floor.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle had separated from the bd vacutainer® safety-lok¿ blood collection set during use on a patient. The needle was originally thought to have broken off in the patient's arm, but x-rays taken came back negative. Further investigation found the needle enclosed in the safety shield, and the physician was found to have never used the particular device before. They reportedly "didn't know the needle retracting was the normal functionality", and the needle was determined to have never dislodged from the device. The following information was provided by the initial reporter: "customer originally complained that the needle broke off in a patients arm during venipuncture and may have been imbedded in the patient's vein. X-rays were negative. After further investigation, the needle was discovered enclosed in the safety shield. The doctor who drew the blood speculated that the needle could have been sucked up into the shield by the tube vacuum" it has been determined that there was no issue with the needle. It was not defective and functioned properly. It appears that the physician has never used a push button butterfly needle and thought he was using a safety lock butterfly needle. He didn¿t know the needle retracting was the normal functionality and assumed it was dislodged from the device. He sent the patient for an x-ray and asked me to send a letter of apology to the patient regarding the needle malfunction. The needle was never dislodged from the device which he was able to determine after it did not turn up on the x-ray and in his search of the floor.